Manufacturer narrative:
The reported event of backup operation was confirmed. When interrogated on the bench, the device was in backup vvi mode. Information from the field indicates the device went into backup mode due to not being configured to MRI mode when exposed to MRI. After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The cause of the backup operation is consistent with MRI exposure without being configured to MRI settings.

Event description:
Following a magnetic resonance imaging (MRI), the device as found to be in backup vvi mode (bvvi). The device has not been programmed into MRI mode. Technical support was contacted and the device was unable to be reset to resolve the event. The device was explanted and replaced to resolve the event. The patient was stable.